Manufacturer narrative:
(B)(4). The returned complaint device was visually inspected and no defects were found. A review of the receiver data log confirmed a hardware error code. The root cause was determined to be a hardware component failure. A CAPA has been initiated for this issue.

Event description:
An international distributor contacted dexcom technical support on (B)(6) 2014 and claimed that on (B)(6) 2014 they were contacted by a patient who experienced a hardware failure.